Manufacturer narrative:
Investigation results: upon receipt at our post market quality assurance laboratory, this pcb 2cm device was examined. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon was inflated to its rated burst pressure with no leaks or issues noted. A visual examination of the returned device identified that 6mm blade and pad were noted to have lifted on one of the blades. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the pcb 2cm device confirmed that the event of blade - detachment of device or device component was a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to procedure.

Event description:
It was reported that blade detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. Upon removal, the blade had detached. The procedure was completed with an alternate device. There were no patient complications as a result of this event.

Event description:
It was reported that blade detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. Upon removal, the blade had detached. The procedure was completed with an alternate device. There were no patient complications as a result of this event.